Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device failed to discharge and took an extended time to charge energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to loose hardware from the battery lug assembly. The assembly connections were secured to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.